Event description:
It was reported that during patient use, a technician changed the ventilator's time and immediately after, an alarm was generated. Although requested, it is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and was unable to duplicate the customer reported malfunction. The ventilator passed all tests, calibrations and it was operating within the manufacturing specifications.